Manufacturer narrative:
This supplemental report was created to update d6b: explant date and h6: impact codes added device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion with infection. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that this rv lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion with infection. There were no additional adverse patient effects reported. This rv lead remains in service.